Event description:
It was reported that the customer has been receiving high blood glucose levels (160 mg/dl) on the first day after changing out his infusion set and cartridge. Pump passed delivery sys check.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.